Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no unexplained power reset events observed in the black box. The pump powered on with the returned battery cap which was able to be fully tightened and a power loss was not observed. The battery cap measurements were within specifications for height and width. The battery compartment was intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump was removed from the case and there was no evidence of moisture or loose components inside pump. There was no evidence of intermittent contact at the battery terminal contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had rebooted to the verification screen approximately two weeks ago. Reportedly, there were no associated alarms noted in the alarm history around the time the pump had allegedly powered off. The reporter stated that at the time of the pump rebooting, the battery had been recently changed and that there were no replace battery alarms noted. The reporter denied damage to the battery cap and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.